Manufacturer narrative:
Calibration and qc were acceptable. Sample material was received for investigation. Upon investigation of the sample with size exclusion chromatography (sec), macro-tsh was detected in the sample which caused the high tsh results. Product labeling states: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpectedly high values of tsh. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter questioned high results for 1 patient tested for elecsys tsh (tsh) on a cobas e 801 module. The patient was tested on (B)(6) 2023 and (B)(6) 2023 with tsh results greater than 100 uiu/ml on the e801 module. These results were from separate samples. The high results did not correspond to the patient¿s clinical condition. The sample from (B)(6) 2023 was tested by the siemens method and the tsh result was within the reference range (approximately 5 uiu/ml).

Manufacturer narrative:
Section e3: occupation is roche account manager. The e801 module serial number was (B)(6). The samples were requested for investigation.